Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. It was also noted that the right ventricular (rv) lead exhibited noise and some inhibit of ventricular pacing. Both leads remain in use. No patient complications have been reported as a result of this event.